Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient was presented in clinic for a scheduled follow-up. Auto mode switch episodes were observed due to intermittent far r-wave oversensing. Programming changes were recommended. The patient will continue to be monitored.